Event description:
Event description based on information provided by the complainant / customer of record: initial reporter number: (B)(6) manufacturer report number: 3014334038-2026-00032 the following was reported via medwatch number (B)(4) that during a laparoscopic ovarian cystectomy, the cohen acorn cannula,2-1/8 cerv cone, lg for 505-230 (505232) was "found to be functional; however, proper engagement of the cone tip requires a 180-degree twist for secure placement. No one noticed cone missing from device upon removal from use. No injury to patient, cone passed spontaneously through vagina while urinating. The cone was not noticed to be missing in the or. Physician was made aware by the patient after discharge, who then ensured no harm occurred. Patient returned cone to physician's office during follow up appointment who inspected cone and determined it was intact. The cone was not returned to the hospital." No patient injury or delay reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.